Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the calcification, stenosis, and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 29 mm mitral valve implanted in tricuspid position was disabled via a valve-in-valve procedure due to calcification, severe stenosis, and moderate to severe regurgitation after an implant duration of 16 years, 6 months. A 29 mm transcatheter valve was successfully implanted. Per obtained medical records, the patient presented with congestive heart failure and severe tricuspid stenosis and subsequently developed acute respiratory failure and severe hypotension. The patient required intubation, mechanical ventilation, and multiple vasopressors. She remained critically ill during her entire hospitalization. She underwent valvuloplasty the patient initially had significant improvement but subsequently deteriorated and had renal and hepatic dysfunction as well as significant coagulopathy and anasarca. A 29 mm transcatheter valve was successfully implanted. Nonetheless, she progressively deteriorated and subsequently expired due to multiple organ failure on pod #4. It was noted that the death was not related to the valve placement.